Event description:
At termination of dialysis treatment and while removing/disconnecting arterial dialysis tubing from pt's catheter, the tubing that mates to the catheter's hub broke, leaving the tubing tip inside the hub. No injury to pt but this incident had a potential to be harmful.